Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter serial # is illegible, missing or faded. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. On (B)(6) 2012, lifescan received the meter involved with this complaint. Investigation confirmed the smeared label, which is considered not reportable. However, lifescan found that the meter would power on with the "error1" message. Investigation noted there was corruption with the meter's data. This complaint is now being reported due to the failed testing.